Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted the mesh essentially pulled away. Not much mesh was on the inferior border of the incision. Most of this was in the right subcostal region and also underneath the ribs on that side. There were some adhesions on the inferior border incision that were taken down easily with sharp as well as cautery dissection. The dense adhesions were to the bowel was to the mesh. The mesh was also adherent to the liver and had to be dissected away as well. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/12/2022.

Manufacturer narrative:
Date sent to the FDA: 05/16/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.